Event description:
The field service engineer reported a ventilator that would not turn on. No patient involvement.

Manufacturer narrative:
The power supply assembly was returned to the manufacturer's failure investigation (fi) lab for evaluation. The fi lab technician determined that the test ventilator did not power up when utilized with the associated part. The power supply was attached to the 100v dc power supply. Using the oscilloscope, the signalat the junction of the r91 and the positive lead of the c55 (lot code: 59 iii hh) was monitored, which revealed the voltage was dropping below the threshold voltage of approximately 8.5 volts required to initialize u8. The c56 capacitor signal was dropping to 7.38v. The failure of the c56 prevented the power supply from operating on ac power.

Manufacturer narrative:
Updated.